Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Cause was not known. A correction bolus was delivered to address bg. System check with tandem technical support confirmed the pump was functioning as intended.